Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump system for non-malignant pain. The pump was used to deliver hydromorphone. Dose and concentration information was unknown. It was reported that the hcp requested the password to permanently shut down the pump. Per the hcp, "every time we fill him, it's brown and it's just not helping his pain". The issues with therapy started about six months prior to this report. The password to permanently shut down the pump was provided. Technical services reviewed the option to fill the pump with preservative-free normal saline (pfns) and run at minimum rate mode in case the patient were to want to use the pump again. The hcp planned to review the options with the patient before shutting the pump off permanently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via a company representative. It was reported that the patient had a hard time finding someone to consistently handle their pump. After finding a new managing physician, the whole system was explanted in order for a new system to be implanted as the new managing physician preferred to manage a system he had implanted himself. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event. It was noted that the pump was used to deliver prialt.